Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were doing pretty well for a while (symptom-wise) with the implant, but then they kept having uti's. They took all kinds of uti medications and had lots of pain, and then they thought they got rid of the utis, but now every once in a while they would feel unexpectedly uncomfortable stimulation. Pt said that it didn't matter what position they were in (they could be sitting, standing, walking, laying down, ect), and then all of a sudden they would feel this pain, and it would start hurting "down there" and really low towards their leg. The patient said it was like the implant was on schedule because the painful sensations would come all of a sudden and then go away. Pt made their hcp aware of this and said their hcp told them they put in a separate set of programs; pt thinks a-c, but the patient said they tried all the programs that were in their handset and they couldn't find the programs the hcp was referring to on their handset, and they were not interested in having ps help them look. The patient said they just wanted the implant turned off so that it would stop shocking them. During the call, ps assisted the patient in turning therapy off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the uti was unknown